Manufacturer narrative:
Details regarding the treatment plan for the fractured left clavicle were not reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted and defibrillation threshold (dft) testing was performed successfully. However, after the patient left the implant suite, it was revealed that the patient's left clavicle was fractured. During dfts, the patient's arm had been at a 80-90 degree angle, was well supported, and restraints were not very tight. The patient was noted to be tall, thin, wiry/lean muscular, and had a history of a fractured left clavicle. The device remains in service. No additional adverse patient effects were reported.